Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she began receiving high bg readings in september 2023, when she opened the strips cartridge, and that she hasn't used the dario meter since. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 135 mg/dl (range 107-155 mg/dl) control solution level 2 test results was 229 mg/dl (range 184-265 mg/dl). Although the control solution test was reading within range, the user did not perform a bg test. The user informed dario's representative that she would test her bg readings the next morning in order to confirm that her bg readings were within normal range for her. To date, the user's case is still in progress. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On december 5th, the user contacted dario to report high blood glucose (bg) readings. The user reported that since her purchase of two dario meters in september 2024, both of her devices are giving her high bg readings in the 100 - 120 mg/dl range. Due to the above, the user went to her doctor, where her bg level was tested with the doctor's meter and was found to be in the 80-90 mg/dl range, which the user reported is a normal range for her.